Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturers/device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients referenced in the article is male/76 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿placement of a pacing lead at the inferior portion of the interatrial septum without special tools.¿ pace 2007; 30: s84¿s87. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturers/device serial numbers. The article indicated that six (6) leads had dislodged during placement. There were also two (2) patients in which the leads had to be ¿relocated due to unsatisfactory sensing thresholds.¿ these eight leads were successfully inserted using the method described in the article. The leads appear to be still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.